Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for the call was that they were totally confused by their handheld equipment because they were told they were set at "3," but they saw "0.8" when they increased. The patient said the person told them to leave it for two weeks so they waited and increased last week. The patient said they were probably at a 50 percent improvement in their symptoms. They had not had any accidents but they still had a lot of leaking. They felt like they had to go to the bathroom, they were still dripping/leaking and had full pads. They wanted better symptom improvement. The patient connected to their ins and reported they were on program 3 at 1.3 ma. They increased last week and noticed a small amount of improvement after making that increase. System program and amplitude information was reviewed, as well as system therapy optimization information, and control equipment general use and function. It was recommended they keep a symptom diary to track results. An email with a quick guide, symptom diary, and system information was offered and sent. They were redirected to follow up with their doctor to further address the issue. The patient would maintain the stimulation level and continue to track symptoms. They were redirected to their doctor if the issue persisted. The patient mentioned unrelated medical history which included that starting about the 4th of june after their surgery, they had a bowel obstruction that had nothing to do with their implanted device, it had to do with the anesthesia they were given that made them extremely constipated and caused the bowel obstruction. The patient said that was cleared up now. They saw the doctor on the 9th.

Event description:
Additional information was received. The patient responded via letter. They were asked to clarify the statement: you were told you were set at "3" but saw "0.8" when you increased. Later on the call you connected to your ins and reported you were on program 3 at 1.3ma. When asked if there was an unexpected settings change the patient replied, "no." When asked what steps were taken to resolve this issue the patient responded, "it is going very well now - I am understanding. When asked what steps will be taken to resolve the lack of desired therapeutic effect "still leaking" the patient responded that they are seeing the doctor on (B)(6)2022 .

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.